Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Blood glucose was 207 mg/dl. The customer declined to perform troubleshooting with tandem technical support.